Manufacturer narrative:
(B)(4). Batch # u5f878. (B)(4). Additional information : there were no adverse consequences to the patient. The patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the joint cover damaged, the anvil bent upwards, the anvil was slightly open and the closure trigger in a close position, with one gst60b, reload loaded in the device. The reload was received fully fired. Also, a trocar endopath excel was inserted in the shaft of the device. The device was articulated and the trocar could not be removed from the shaft. This condition most likely not allowed the removal of the trocar. After the knife returned to the home position, the trocar was able to remove the trocar. The manual override door was noted to be out of position; with the manual override lever visible, the lever could be returned inside the shroud body of the device, indicating that the override mechanism of the actual device had not been activated. A test battery was loaded into the actual device and pressed the switch next to the override lever, the mechanism for returning the knife was activated and the knife returned to its home position. After the knife returned to the home position, no abnormalities were found with the articulating mechanism, the open/closed operation of the handle, the rotation and the jaw. Furthermore, the anvil knife slot was noted to be damaged and the knife was noted nicked. In addition, the device was disassembled to verify the condition of the internal components and the override mechanism was confirmed that had not been activated and no damage was found on the firing mechanism, the device was activated with a test battery, and it was confirmed the knife could be advanced and retrieved. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the knife of the psee60a stopped moving forward on the way of the firing on the stomach. The manual override lever was used to return the knife, but it did not return completely. The jaws did not open, or the articulation was not released. It could not be removed from the trocar, so that it was removed from the patient with the trocar forcibly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.